Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 4 of 4: same failure, different patent. Other mfg report numbers: 2648988-2016-00031, 2648988-2016-00033, 2648988-2016-00034. It was reported by the customer that they have stopped placing around the PICC line and starting placing on top of line at insertion site because they had too much line movement the other way (around the PICC line). The customer stated that ¿our PICC lines are not sutured. We have recently had some possible chemical burns. Hard to say if is the chg used for dressing changes or the biopatch, but there are definite issues right in area with the biopatch.¿ the infant has been 1100-1500 grams with chloraprep skin prep used. Once the infant is 1000 grams, chg for skin prep and biopatch are used. The reaction happened within a few days of insertion. The events took place in a neonatal intensive care unit. Lot number is unknown. No additional information is available.

Manufacturer narrative:
Integra has completed their internal investigation on august 11, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device: no sample will be returned for evaluation. No pictures of skin condition were provided and therefore the event could not be confirmed. DHR review: device history record (DHR) review could not be performed since no catalog /lot number was reported. Complaints history: upon review of integra's complaint system from july 2014 - july 2016, a total of 30 complaints (including the ones under evaluation) related to adverse reaction for biopatch product family. Fifteen (15) of these 30 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. The complaint distribution is as follows: nine (9) in jul-dec 2014, nine (9) in 2015, and 12 in jan-jul 2016. Approximately (B)(4) units have been released for distribution since july 2014 - july 2016, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: it is unknown if these were premature babies, health condition, history of allergies, the amount of time under treatment, or dressing change frequency. The IFU warns: do not use biopatch on premature infants. Use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin. The safety and effectiveness of biopatch® has not been established in children under 16 years of age. Biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ no assignable cause that could be associated to...